Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The hcp reported acute loss of efficacy on the right side with por message; the pt could not handle a spoon. The hcp also reported sudden battery depletion. The parameter settings were 2.3 volts (amplitude), 60 usec (pulse width) and 130 pps (rate); continuous mode. Add'l info was requested by medtronic from the health care professional regarding the reported event. No pt injury was noted due to the sudden loss of therapy.